Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 46 and 107mg/dl. Tests were done 5 minutes apart with a difference of 54mg. Pt did not experience any adverse events. Strips were expired. No further info has been reported.